Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 500 mg/dl. The customer stated that she was concerned about not receiving a full delivery of insulin. The customer attempted to bolus for 7 units with only 2.5 units in the reservoir. Advised customer that the insulin pump finished delivery but did not consult the low reservoir status and thus did not stop. However, the insulin pump still registered a full delivery. The customer attributed the high blood glucose to pizza that she ate. The customer stated that she would take a manual injection and change the infusion set. Advised to monitor the issue and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.